Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2011, the patient was diagnosed with unstable angina and cardiac catheterization was recommended. The 1st target lesion was a de-novo ostial lesion located in the left main coronary artery (lmca) extending into the proximal left anterior descending artery (prox lad) with 75% stenosis and was 10mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilation and placement of a 3.00x12mm taxus liberte stent, with 0% residual stenosis following post-dilation. In addition, a non-target lesion in the proximal left circumflex artery (prox lcx) was treated with placement of a 3.50x12mm promus drug eluting stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient expired. The cause of death is unknown. At the time of event, the patient was on aspirin. The study drug was last taken on an unknown date in 2012. No additional information is available at this time.